Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a day after the replacement, the patient developed bleeding on the site of the tube and returned to the or for the revision of the tracheostomy.